Event description:
It was reported that a poster presentation at aan - american academy of neurology has a complaint for unknown patient. Patient has history of pre-term birth intellectual disability and refractory epilepsy, on multiple asm and vns presented for progressive lethargy. First vns placed in 2005-2013 complicated by infection, replaced in 2019. No additional relevant information has been received to date.